Event description:
Dist was served with a summons that stated that during an endometrial ablation procedure, a karl storz roller ball electrode was allegedly used and that the pt "suffered burns, permanent scarring, dysfunction and emotional distress."